Manufacturer narrative:
Only the proximal end of the 8x25mm biosure ha screw was returned for evaluation. Examination of the screw confirmed the reported breakage. As reported a 7mm tap was used to prep the insertion site. Per the screw¿s IFU, in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used. In this case, a 9mm tap would have been the preferred method of site preparation. No root cause related to the manufacture of the device can be established. No further investigation is required. (B)(4).

Event description:
During an acl revision utilizing a biosure ha, 8mm x 25mm, it was reported that the surgeon used a 7 tap to prep the hole, the screw was inserted over a guidewire, and the screw broke. The broken part was removed and the part remaining in the patient was found to be stripped off, so it could not be removed. The bone quality was reported to be hard and the acl reported to be stable with the remaining portion of the screw. The surgery was successfully completed with a 9mm bone-to-bone graft with a 9.5mm tunnel. There were no reported patient injuries or complications.